Event description:
The 3-level spinal fusion with pedicle screws has caused rptr more pain and problems than before. She feels the device in her back. She has pain above the fusion that she did not have before. She can feel it move. She has more pain down both legs and hips than before and pain and numbness in her feet, heels, toes and the lower part of her stomach. She is also having bladder problems which she never had before.